Event description:
It was reported that a revision procedure to extend an existing construct was performed on (B)(6) 2024, utilizing the reform pedicle screw system. During the procedure while attempting to remove the existing lock screws, the tips of two (2) t25, lock-screw torque driver, reform (39-rd-0060) broke. The tips were recovered and the procedure was complete utilizing other instrumentation readily available. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - both driver's tips are fractured. Both fractures are skewed relative to the drivers' longitudinal axis. This type of failure is typical of parts failing due to combination loading. It is expected that bending moments in combination with torsional loads resulted in the observed failures. These components have been available for use for approximately nine and three years so crack initiation from prior usage can not be ruled out as a contributing factor associated with the observed failures. Review of device history records found thirty-one (31) pieces of this lot released for distribution on 6/3/2021 (8pcs) and 6/26/2021 (23 pcs) with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being commended since the failures do not appear to be manufacturing related